Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced persistent atrial fibrillation (af). The right ventricular (rv) lead exhibited inappropriate pacing. The implantable pulse generator (ipg) was reprogrammed and remained in use. Post reprogramming the patient experienced dyspnea during exercising. The rv lead exhibited an increase of pacing. The ipg and the rv lead remain in use. No further patient complications have been reported as a result of this event.